Event description:
The customer reported that the unit will not turn on, the monitor went blank, there was a funny noise, and the system shut down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the dc power supply was bad, and there were no parts available to repair the unit.